Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 104) was confirmed in the patient data flags, however was unable to be duplicated. Upon investigation, contamination was found on j1002aa component on the defibrillation board and the j502 component of the ca board, potentially causing intermittent failures. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.